Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Unexpected return - the IV tubing set separated at the drip chamber.

Event description:
Unexpected return.the IV tubing set separated at the drip chamber.

Manufacturer narrative:
The customer's report that the IV tubing set separated at the drip chamber was confirmed. However the tubing was observed to be torn and not separated. Visual inspection of the received partial set observed that the drip chamber was missing and that the tubing that connects to the missing drip chamber was torn, as indicated by the jagged edge of the tubing. The root cause of the torn tubing could not be determined.